Event description:
The pt received his paddle lead on (B)(6) 2009. It was reported the pt was not receiving adequate pain relief. An sjm representative attempted to reprogram the pt, but was unable to provide adequate coverage due to impedance issues. Attempts to gather additional information were unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.